Event description:
Reportedly, the pt received burns to the inside of mouth. The size, severity and treatment of the burns is unknown, however, a nurse at the account stated a plastic surgeon was consulted.